Event description:
It was reported that the programmer was unable to boot up after being powered on. The programmer was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the power supply was out of electrical specification. It was also noted that the stylus was missing. As a result the power supply was replaced and a stylus was installed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.